Event description:
Boston scientific received information that at a change out procedure for normal battery depletion when the chronic right ventricular (rv) lead was attached to the new device and defibrillation threshold (dft) testing was performed, a code was delivered which indicated they had shocked into a shorted lead condition. It was also noted that after the 21j shock, the rv lead pace impedance measurements varied and the shock impedance measured high and out of range. Boston scientific technical services (ts) was consulted and discussed that a new lead and device should be implanted. The defibrillator was attempted and not implanted and the chronic rv lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, high power visual inspection of the header and lead barrels noted no irregularities. Inspection of the case noted two arc marks on the back and edge of the pulse generator's case. Real time x-ray noted that the plasma fuse was blown open which was caused by the high energy. With the plasma fuse open the shock impedances will measure open. The evidence of the arc marks and blown plasma fuse confirm that a high energy shock was shorted to the device during defibrillation threshold (dft) testing at the attempted implant. Analysis confirmed the allegation from the field.